Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 781 pulses, including non-priming boluses, during operation. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed without issues. The device was found to function as intended.

Event description:
It was reported the cannula retracted, indicating a needle mechanism failure. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.